Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the air/water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the foreign material findings. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.